Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and was unable to duplicate the reported issue. Physio replaced the power pcb assembly and battery pins as a preventive service action. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. The cause of the reported issue could not be conclusively determined. The customer submitted a voluntary medwatch report to the FDA ((B)(4)).

Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and was unable to duplicate the reported issue. Physio replaced the power pcb assembly and battery pins as a preventive service action. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. The cause of the reported issue could not be conclusively determined.

Event description:
The customer contacted physio-control to report that during patient use, their device powered itself off. There were no adverse effects to the patient as a result of the reported issue. The customer was unable to provide further details about the patient.